Manufacturer narrative:
This device was discarded and is not available for evaluation. A follow up report will be filed upon completion of the investigation. Device discarded by customer.

Event description:
International affiliate reports that the tips the two eagle plus screw removal tool inner shafts broke off from the instruments during screw tightening. Reports the difficulty resulted in a delay of approximately two minutes and the patient was not affected. See mfg medwatch report no. 1526439-2013-20231 for the other eagle plus screw removal tool inner shaft that was involved in this event.

Manufacturer narrative:
The inner shaft was not returned for evaluation. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.